Event description:
Patient reported that their upper front teeth are trying to move but the roots are not following the movement. Found that upper central incisors are tipped and the roots have not had enough time to fully follow the movement. Requested additional photos for further evaluation.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.